Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that pump had an error code occurred. There was no patient involvement and no adverse harm reported.

Manufacturer narrative:
D9 - date returned to MFR: 3/30/2026. H3 and h6 codes: updated. The suspected device was returned for evaluation. The event history log (ehl) was reviewed and identified no errors related to the indicated failure mode. No discrepancies related to the complaint were found during visual inspection. Functional testing was performed. The issue reported by the customer was confirmed. The probable cause of the issue was determined to be a defective backup capacitor. Backup capacitor will be replaced as a corrective action. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.